Event description:
As reported from our affiliates in the united kingdom, this was a case of a 23mm sapien 3 valve implanted in pulmonary position in an 11-year-old patient within a pre-existing surgical valve by right femoral vein approach. A balloon aortic valvuloplasty with a 22mm atlas gold balloon was performed to crack the surgical valve, and then the sapien 3 valve was implanted in an acceptable position. Due to under expansion of the valve frame due to constraints, a post-dilation was performed with a 20mm atlas gold balloon. Following this, the patient was stable but there was increase in right ventricular pressure and suggestion of transvalvular pulmonary regurgitation from angiography. The decision was made not to proceed any further since it was deemed to be non-significant. The patient was stable with good hemodynamics and the implanting team was satisfied. On post operative day 1, a transthoracic echocardiogram showed significant transvalvular pulmonary regurgitation, and it was decided to re-intervene, either by surgery or another valve-in-valve procedure. There were no set plans yet as the patient was asymptomatic and stable, without clinical urgency. Per medical opinion, the cause of the pulmonary regurgitation was an issue with valve leaflets caused by the post-dilation.

Manufacturer narrative:
Investigation is on-going.

Manufacturer narrative:
Imagery was received from the field. The tte showed the transvalvular pulmonary regurgitation. It was not possible to quantify due to unavailable doppler and measurements.

Manufacturer narrative:
Updated h6- type of investigation, investigation findings, investigation conclusions. The device was not returned for evaluation. The complaint for deployed valve exhibits central regurgitation was unable to be confirmed due to unavailability of medical record/applicable imagery. Due to unavailability of valve serial number, DHR review was unable to be performed to determine if a manufacturing non-conformance contributed to the complaint. A review of the IFU/training manual revealed no deficiencies. An existing technical summary has been documented that the cause of regurgitation varies depending upon multiple factors. Potential root causes for central regurgitation at time of implant includes valve malposition, slow recovery of blood flow, leaflet impingement due to calcification (for native landing zone), leaflet impingement due to guidewire, overinflation/ post-dilation, and under expansion. Typically, mild regurgitation is not unusual after initial valve replacement, and is usually tolerated by patients. Often moderate to high regurgitation requiring reoperation in the immediate post-operative period is due to patient and procedural related issues and is unrelated to the device. However, advances in valve design and bioprosthetic material have been made with the intention of reducing central leaks by providing more efficient hemodynamics and longer tissue durability. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction. These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve preparation handling, and how to deploy valve. As reported, "a balloon aortic valvuloplasty with a 22mm atlas gold balloon was performed to crack the surgical valve, and then the sapien 3 valve was implanted in an acceptable position. Due to under expansion of the valve frame due to constraints, a post-dilation was performed with a 20mm atlas gold balloon. Following this, the patient was stable but there was increase in right ventricular pressure and suggestion of transvalvular pulmonary regurgitation from angiography." In this case, central regurgitation was observed after the post-dilation. Attempting a second inflation (post-dilation) may result in inability for the valve leaflets to properly function. The increase in valve diameter due to post dilation may prevent proper motion of the thv leaflets resulting in thv regurgitation. Additionally, per the training manual, central regurgitation is an associated risk of post-dilation. As such, available information suggests that procedural factors (post-dilation) may have contributed to the complaint event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.